Event description:
The customer reported that while running all assays, summit sample handler did not pipette the correct amount of diluent in row c and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.